Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error alarm. The customer blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer stated that drive support cap was normal. Customer stated that insulin pump was exposed to compute tomography scan. Customer stated that they received no delivery alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.